Event description:
Customer reportedly received results of 552 mg/dl and 222 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device as replacement was sent.